Event description:
A patient reported a loss or change in therapy, there were no falls or traumas related to the issue. The patient noted she is back to peeing a lot like before it was put in like it is not working. The patient noted she this started in april or may. The patient noted also when she turns stimulation up it hurts her rectum, but then it would stop, the pain in the rectum has been happening on and off since the patient was implanted. The patient noted she is on 2.2 v and stimulation is on and she is not seeing anything indicating that the battery in her body is low. The patient increased stimulation and reported feeling stimulation, the patient noted it appears the interstim is working. Additional information from the patient reported the circumstances that led to the return of symptoms was they have been moving more because of the storm and the patient had a lot of debris. The patient stated they did not take any steps to resolve the return of symptoms, they noted they did turn it down. The patient stated the return of symptoms has not been resolved, they are still urinating a lot, the patient added they can't up the remote due to the rectum problem returning. The patient noted the circumstances that led to the pain in the rectum was the patient had the remote turned up to stop the urinating problem and started having pain in the rectum. To resolve the pain in the rectum the patient turned the bladder remote down. The patient noted the pain in the rectum has been resolved. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.